Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a frayed wire at the distal end. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in this case, the damage was first observed intraoperatively. During the operation, the wire broke when the tissue was being retracted, and the cable broke in half. When the malfunction occurred, the staff immediately replaced the equipment of the same type, and no thermal damage was caused. The instrument has been inspected before use and can now be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc., (isi) quality engineering team re-evaluated the reported complaint before instrument was tested by failure analysis team. Following information was provided : the probable root cause of the damaged or broken wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Isi did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction : primary product batch/lot number under section d was updated to k10230629 0254. Correction : primary product UDI number under section d was updated to (B)(4). Correction : h8. Was updated to initial use of device.